Manufacturer narrative:
A field service engineer (fse) was dispatched who fse conducted follow-up with the customer to address the reported event. Fse arrived at the site to perform pm and ordered replacement for cap on waste tube assembly cracked/damaged while repairing another issue.15-may-2017, fse replaced waste tubing and sensor, checked sensor operation. No further action is required by field service. The most probable cause of the reported event was due to waste cap cracked tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Event description:
On (B)(6) 2017, a customer reported liquid waste electrode assembly failure with their aia-2000 analyzer. A field service engineer (fse) was dispatched on 09-jun-2016, to address the reported event, which resulted in delay in reporting of patient results. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.